Event description:
It was reported that an ilet pump experienced screen bezel separation such that the display detached from the pump housing and internal wires were visible, and the event was associated with a display component issue and a device bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem affecting the display assembly consistent with a loss or failure of bonding of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.